Event description:
Mother of home patient (hp) reports calling baxter tech svc ctr for assistance when noting homechoice device was in initial drain prior to connection with hp. Mother of hp reports at that time, connecting hp to device. Baxter tech assisted hp in ending treatment early. No pt injury or medical intervention required per rn.